Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4), (importer).

Event description:
Procedure: urogynecological. According to the reporter: the pt alleged injury.

Manufacturer narrative:
(B)(4).

Event description:
Alleged complications post device implantation: 2008 had problem voiding after surgery, urinalysis showed moderate leukocytes, large for blood, urinary tract infection, acute pyelonephritis. In 2009 pelvic pain, possible uti. In 2012 dysuria and malodorous urine. In 2016 had right lower quadrant abdominal pain, routine, gynecological examination, female stress and urge incontinence, mixed incontinence, possible uti.

Manufacturer narrative:
(B)(4).